Event description:
The device was used during a thoracoscopic lung resection procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device and resected the tissue at the application to complete the procedure. The hosp has reported no pt injury occurred.